Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including several power cycles using just ac power, just battery power, and both ac and battery power without duplicating the report. The device was recertified and returned to the customer. The battery and accessories used were not returned. Analysis of reports of this type has not identified an increase in trend.